Manufacturer narrative:
(B)(4). Physio-control performed an evaluation of the electronic patient records and did verify that the reported issue occurred.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported that their device lost power multiple times during a patient event.  The customer was responding to an elderly patient complaining of chest pains.  Once the device was connected to the patient to perform diagnostic monitoring, the device lost power.  The customer restored power and again, observed it to lost power when attempting to monitor the patient again.   The device ended up losing power a total of three different times during the reported event. The patient ended up being transported to the local hospital and there was no report of any adverse outcome during the event.

Manufacturer narrative:
The third party service agent evaluated the device and was unable to duplicate the reported loss of power issue.  Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use.  The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.